Manufacturer narrative:
The c502 module serial number was (B)(6).

Event description:
The initial reporter questioned high results for 2 patient samples tested for tina-quant hba1c gen. 3 (hba1c) on a cobas 8000 c 502 module. The high results for 2 patients were reported outside of the laboratory where they were questioned by physicians as they did not match the patient¿s clinical presentation. On (B)(6) 2023 sample ID (B)(6) result was 8.5%. A new sample was obtained on (B)(6) 2023 and the result was 5.5 %. The original sample was not repeated. On (B)(6) 2023 sample ID (B)(6) result was 6.9%. A new sample was obtained on (B)(6) 2023 and the result was 5.5 %. This result was believed to be correct. The original sample was not repeated. After the initial point of contact, the customer repeated 546 patient samples that were initially run and reported between (B)(6) 2023, and discrepant results were identified for 9 patient samples. Corrected reports were issued for these patient samples. For sample ID (B)(6): the initial result was 6.2%. The repeat from a different c502 module was 5.4%. The repeat after service on the c502 module in question was 5.8%. For sample ID (B)(6): the initial result was 8.4%. The repeat from a different c502 module was 7.1%. The repeat after service on the c502 module in question was 7.5%. For sample ID (B)(6): the initial result was 7.6%. The repeat from a different c502 module was 5.7%. The repeat after service on the c502 module in question was 5.8%. For sample ID (B)(6): the initial result was 13.0%. The repeat from a different c502 module was 11.1%. The repeat after service on the c502 module in question was 11.4%. For sample ID (B)(6): the initial result was 10.8%. The repeat from a different c502 module was 8.6%. The repeat after service on the c502 module in question was 8.8%. For sample ID (B)(6): the initial result was 6.9%. The repeat from a different c502 module was 5.9%. For sample ID (B)(6): the initial result was 6.7%. The repeat from a different c502 module was 6.1%. The repeat after service on the c502 module in question was 6.6%. For sample ID (B)(6): the initial result was 6.5%. The repeat from a different c502 module was 6.1%. The repeat after service on the c502 module in question was 5.7%. For sample ID (B)(6): the initial result was 6.4%. The repeat from a different c502 module was 5.5%. The repeat after service on the c502 module in question was 5.5%. The repeat results from the different c502 module were believed to be correct.

Manufacturer narrative:
The field service engineer found multiple hardware issues. The vacuum diaphragms were worn, there was a crack in the vacuum tank vacuum stopper, vacuum tank tubing was clogged, and there was a hole in rinse tubing. Multiple parts were replaced proactively. The vaccum lines, probe rinse station, and vacuum tank sensors were cleaned. The optical baseline values, rinse volumes, and probes were adjusted. Precision studies were performed and recovered within specifications. Calibration and controls were successful. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.